Event description:
The manufacturer received information alleging a ventilator had a breakdown of insulation between the ac connector and the oxygen port which caused power sockets to trip. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device passed all testing and was found to operate as designed.